Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the last two sensors used kept losing signal. The first one lasted 5 days and the second one was 3 days. Customer stated her blood glucose was in normal range but does not know what value. Customer stated then she started a new one tuesday and had the same issues with the sensors. The customer was contacted back to discuss about high blood glucose. The customer declined to troubleshoot for high blood glucose. Customer stated at the time her blood glucose was around 425mg/dl and her sensor was around 129mg/dl. They were unable to troubleshoot for sensor glucose versus blood glucose. The insulin pump will not be returned for analysis.